Event description:
It was reported that the 9900 system had a communication failure error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator board and foot pedal were replaced during the service call. The system was tested and found to be working as intended, and put back into service.